Manufacturer narrative:
(B)(4). Only event year known: 2022 exact implant date is unknown. Assume the (B)(6). No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do we have permission to reach out to your surgeon to ask the below questions? When we do reach out to your surgeon they will ask for your date of birth, what is your date of birth? The below list of questions will go out to your surgeon. What is the lot number of the device? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? If yes, please send them to productcomplaints1@its.jnj.com how many beads eroded? Where were the eroded beads positioned? When is the date that the device will be explanted? If there is no date set, please let us know the explant date as soon as it is scheduled. Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient called wanting a surgeon for the removal of the linx. Patient had recent upper scope for gerds, which showed the beads of the linx have eroded into my esophagus. Patient started have gerd symptoms about 2 years ago. Also having pain in the esophageal area. Wanting to have the linx removed.